Manufacturer narrative:
The complainant was unable to provide the suspect device model number or lot number; therefore, the device manufacture and expiration dates are unk.

Event description:
On october 12, 2009, a boston scientific corp employee became aware of an article, "outpatient percutaneous renal biopsy in adult patients" by abdulla k. Al-kweish, et.al. Published in foreign journal of kidney diseases and transplantation 2007; 18 (4): 541-546. The following info was derived from this article: an easy core biopsy device was used during a percutaneous renal biopsy of the kidney. According to the article, gross transient hematuria was observed within six hours post procedure. Attempts have been unsuccessful to obtain add'l info.